Event description:
A malfunction was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The device is expected to be returned for assessment, and a replacement pump was sent.